Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons of insulin pump had to press multiple times for response and act button had to press harder. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had unexplained no delivery alarms and clock was running slow. Customer stated that the battery cap was not fitting in insulin pump correctly and clip was not working. Customer also stated that there was scratches on side panel of insulin pump and declined battery life. The insulin pump will not be returned for analysis.